Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider. It was reported that the ins was removed. The cause of the ins not working for the patient was that it was not effective.

Manufacturer narrative:
Concomitant medical products: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2009, product type extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome. The hcp reported that the ins was removed on (B)(6) 2017. The hcp reported that the ins was dead and the patient didn¿t feel like the ins worked for him, only giving him about 50% pain relief. The hcp reported that from previous reports that the patient was having pain in middle back and left calf, arthritis in low back. The hcp reviewed that arthritis was hard to treat but the patient made the decision to have the system removed. It was noted that the lead and extension couldn¿t be removed due to scar tissue surrounding the components. Additional information was received from the hcp. The hcp reported that he removed the patient¿s ins and lead but couldn¿t remove the extension in the soft tissue. The hcp wanted an MRI of the patient¿s lumbar spine. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider. It was reported that the ins was returned.